Event description:
Information was received from a consumer via a patient who was receiving hydromorphone and fentanyl for unknown indications. It was reported that the patient communicator would power on but they were not able to charge it. The patient stated that the inside of it looks like it was loose because when they placed the charger in there it would not go in all the way. The technical services agent put in a request to replace the device. The patient called in on (B)(6) 2026 and stated that they received the replacement communicator and needed help pairing. The agent walked the patient on how to get the communicator paired to their pump.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6), ubd: 07-may-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This correction report is being sent to indicate that the previous reportability decision on this pli 10 was incorrect. Please note that this reportability decision should have reflected b2a15;30-day: malfunction- risk of serious injury is not remote. This was unable to be changed due to the previous regulatory report being already submitted on this pli 10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.